Manufacturer narrative:
(B)(4). Corrected data: investigation summary. Investigation summary: the device was returned with the blade tip damaged with gouges marks. However the blade was not cracked. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the instrument was disassembled to inspect internal components it was found that the closure indicator was broken and not making contact with the moving trigger. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿ or "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused this issue.

Manufacturer narrative:
(B)(4). Batch # r92r6d. Investigation summary the device was returned with the blade tip damaged with gouges marks. However the blade was not cracked. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the instrument was disassembled to inspect internal components it was found that the closure indicator was broken and not making contact with the moving trigger. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a semi-open low anterior resection, ¿replace instrument¿ was displayed when the device was used again after a while though the device functioned properly at the beginning. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. There were no adverse consequences to the patient.